Event description:
It was reported that the patient had ¿serious problems¿ with the device, that it was not working, and had not worked for a year. Last year the patient tried using her device and was shocked/had pains. The device was on for a period of time before the patient was shocked, and it felt like painful needles. It was clarified that when noted it did not work for the patient, the patient had not had therapeutic effect/relief. The patient had not focused on the device for the past year because she had other issues, including several surgeries for glaucoma and dental procedures. The patient tried turning stimulation on today with settings at program 4, 1.2 v, but did not feel stimulation. It was determined that the device was not on, the patient turned stimulation down, turned the device on, slowly increased stimulation until it was comfortable, and stopped at 0.6 v. It was indicated that the patient had never switched programs and the patient was directed to contact her doctor. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v561293, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).